Manufacturer narrative:
D4: lot number updated from 3060642 to 3071144. D9: device available for evaluation updated from ni to yes. Analysis was performed on the returned device. The reported foot separation was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause could not be determined for the reported foot separation. The investigation determined that unexpected medical intervention appears to be related to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Analysis of the returned device also found a needle tip separation of the posterior needle. The detached needle tip was not returned with the proglide device. Although, the broken needle tip was not returned, no adverse patient health impact has been reported.

Manufacturer narrative:
B3: date of event estimated as 12/08/2023. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
This was reported as a closure of two unspecified access sites with two proglide devices (one at each site) using the pre-close technique prior to an interventional procedure. Reportedly, foot separations occurred with both devices. With the first one, the separated portion came out when the device was removed. With the second device, the foot was left in place in the fatty tissue. Two new proglide devices were successfully pre-placed. The sheath was upsized and the interventional procedure was completed. Hemostasis was achieved with the two pre-placed sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.